Event description:
It was reported that during the user of the device for a non-clinical activity, that after sterilization there was grease coming from sternal saw. The customer was not sure if the grease came from the saw or drive cable. There was no pt involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.